Event description:
This notification was opened for review for information received that the remstar auto device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement for no evidence of visible foam particles. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of visible foam particles was found but blfm-blower foam degradation was found. In addition, the device had dust contamination and displayed error code e053 (err_comp_log_sem_timeout). Lastly, the device was scrapped.